Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead dislodged. The lead was successfully repositioned. Lead measurements were within normal limits. No other adverse patient effects were reported. The lead remains in service.